Manufacturer narrative:
The ventilator was investigated on-site. The reported failure was reproduced. Further investigation performed found that the expiratory valve coil cable that is connected to the expiratory channel pcb was in incorrect position and had been pinched when the front cover was installed on the unit. After reconnecting the cable in its correct place the ventilator passed the functional tests. No parts were replaced and the device logs were not received for evaluation. Our conclusion is that the reported pre-use check failure was caused by a pinched expiratory valve coil cable. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).